Event description:
Facility called stating that during a transfer in a rhl450-1 hydraulic lift the patients foot was allegedly caught in the control valve. Medical attention was sought at an emergency room and patient allegedly sustained a fractured toe. MDR being filed due to the injury, there was no malfunction of the device.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 8 years 10 months old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the facility has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the facility does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is an (B)(6). The patient's medical condition, stability and medication regimen are unknown. The facilities technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.